Event description:
Reportedly, the scrub tech removed the dlu from the instrument, placed it in a basin proximal end down, distal up. At the end of the procedure scrub tech was cleaning the instruments and did not notice that the knife was advanced forward, placed their hand inside the basin and cut their hand. The patient was tested for hiv, hep a,b,c. The scrub tech was also tested for same. Band aid was placed on the cut area of the scrub tech.